Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown. During the processing of this incident attempts were made to obtain complete patient information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention in (B)(6) 2019 wherein the system was explanted due to a non-functional ipg. No further information has been provided to the manufacturer at this time.